Event description:
Customer reports a basal bolus infusor overinfused 65ml of morphine hydrochloride and saline over 11 hours. Report states the, "pcm was used and the shipping insert was removed before pt use." Customer reports no adverse clinical reaction.

Event description:
Customer reports a basal bolus infusor overinfused 65ml of morphine hydrochloride and saline over 11 hours. Report state the "pcm was used and the shipping insert was removed before patient use." Customer reports no adverse clinical reaction.